Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of a 61 mm abdominal aortic aneurysm. The abdominal aortic aneurysm was 63 mm at the time of the event. The patient's vessel morphology was moderately angulated and reverse funnel of the aortic neck. The aortic neck diameter ranged from 17 mm to 24 mm at the time of implant, however, now the aortic neck diameter ranged from 17 mm to 26 mm. It was reported 19 months post stent graft implantation the CT demonstrated that the stent graft has migrated approx 20 mm resulting in a type I endoleak. The physician implanted an aneurx aortic cuff. Final angiogram revealed that the endoleak was resolved. The patient was reported to be fine and no additional clinical sequelae have been reported.